Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented prior to lead revision and generator change procedure. Upon review, the patient's right ventricular(rv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2019. The patient was stable.